Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that air bubbles were observed within the cartridge tubing. Customer changed pump supplies to address the issue. Customer¿s blood glucose level was 278 mg/dl.